Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2012. The lot number for this product was requested from the reporter, but it has not been provided.

Event description:
Health professional reported that after pt injection in the glabella with .1cc of juvederm ultra xc the pt experienced a vascular event manifested by pain, the injection site was blanched, an area above the glabella is red and dry, and there is a blue blood vessel visible from the glabella through the forehead. The lot number has been requested but not provided. The pt was injected with hyaluronidase and was prescribed aspirin and nitro paste to prevent the worsening of symptoms which may have led to permanent damage for the pt. The pain has resolved and the other symptoms are improving but have not yet resolved. Supplemental info: medical staff reported the pt's symptoms have resolved.